Event description:
Physician attempted to cross the lesion in rica. A dissection flap occurred due to the enroute 0.014 wire. Unable to get back into true lumen of vessel due to this dissection, converted to cea.